Event description:
Customer reported that when using the avive AED, the device audio indicated that it was unable to detect a patient and continued to provide the instructions to place the pads on the patient, despite the customer reporting that pads were placed properly on the patient.

Manufacturer narrative:
The device and electrode pads were returned to avive for investigation with the following observations: there was hair, dirt, and rocks on the electrode pads. See attached pictures in the attachment section. AED and connect correctly powers on within sync graphics -there is no interference between installing the pad cartridge onto the AED. This AED has the bottom of the elastomer bonded to. The back housing with the older design of pad cartridge installed. AED read that pad cartridge has been used before. Testing was performed on the returned AED at avive and confirmed that the device was successfully able to detect a patient impedance across the range of 25-200 ohms, was able to correctly classify shockable or not shockable, and able to deliver a shock at the correct energy level when applicable when tested with test cartridge, ts-00950-26. There was no issue found with the AED and the AED behaved as expected and met the essential performance. The electrode pads were sent to katecho for further investigation. Investigation conducted by katecho revealed the electrode pads performed as expected with no issues found. Katecho was able to deliver successfully shocks at 25 ohms, 175 ohms, and multiple shocks at 200 ohms with the pads and the returned pads passed the ac small signal impedance test. There was no issue found with the electrode pads and the electrode pads behaved as expected during investigation. Investigation of the device logs and confirmed the user's observation that the AED played the audio "check pads." From the log review, it was revealed that the patient impedance was outside of the acceptable impedance range for most of the events. Most of the readings were in the 239 ohm - 1,782 ohm range. This indicates that the pad cartridge was attached to the AED correctly, the AED was correctly assessing incoming data, but that the pads were not making proper connection to the patient. This can be due to several factors such as improper pad placement / adherence, debris on the pads, clothing interference, body surface conditions such as wet skin or body hair. The device played the expected audio instructions all correctly and no errors were identified on the device around the time of the incident.

Event description:
Customer reported that when using the avive AED, the device audio indicated that it was unable to detect a patient, and continued to provide the instructions to place the pads on the patient, despite the customer reporting that pads were placed properly on the patient.